Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged pump error 15 and pump error 130 alarms found on 11/21/2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thus. There were no unexpected pump error 15 or pump error 130 alarms noted during testing. A review of the downloaded history files reveal on 11/17/2021 there was one (1) pump error 15 alarm at 04:18 and on 11/21/2021 there were two (2) pump error 130 alarms that occurred. Pump error 15 (file number = 0; line number = 1935) found in pump history files due to software anomaly as per global logic analysis (esf # (B)(4). The pump error 130 alarms found in the history files may have been an intermittent failure that was not detected during our testing. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted during physical inspection and the motor flex cable on j5/pcb 1 was locked properly. The motor was tested outside of the pump on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 15 alarm is confirmed due to software errors. Pump error 130 alarm is not confirmed. Pump error 130 alarms found in the history files may have been an intermittent failure that was not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was unable to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.